Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4)- supplemental MDR - package damaged / defective / other. Twenty samples of 5 ml eurographic syringes (part number 309649, batch 4297890) were evaluated, and all were found with open seals lacking grid patterns, ranging from three inches to half the package. This condition is non-conforming to product specifications. A requalification for the open seal defect was performed during production, and the line was cleared; however, a limited number of defective pieces may have escaped detection. The potential root cause is linked to the packaging process. Corrective actions will include re-educating all associates involved in manufacturing this batch and issuing a quality alert to the plant. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(4) follow up for device evaluation. Twenty samples of 5 ml eurographic syringes (part number 309649, batch 4297890) were evaluated, and all were found with open seals lacking grid patterns, ranging from three inches to half the package. This condition is non-conforming to product specifications. A requalification for the open seal defect was performed during production, and the line was cleared; however, a limited number of defective pieces may have escaped detection. The potential root cause is linked to the packaging process. Corrective actions will include re-educating all associates involved in manufacturing this batch and issuing a quality alert to the plant.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c package was damaged / defective. The following information was provided by the initial reporter: it was reported once again, we have discovered a batch of syringes that are not completely sealed or glued, which means that they are open and therefore not sterile. Up to 20 syringes per unit were found to be defective.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.